Manufacturer narrative:
As it was unknown as to which ins the patient was reporting, report was also sent for the following ins: (B)(6) 2017, explanted: product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their stimulator (ins) that was implanted for non-malignant pain and headache. It was reported that the devices were not helping with the pain. It was reported that patient felt they were working and they were in the right spot but it was just not enough to help with the pain. Patient tried increasing, decreasing, changing groups and programs with both ins's and nothing seemed to be helping. Patient had also has been reprogrammed a couple of times and now she was in the hospital because they just could not handle the pain. Patient admitted herself on (B)(6) 2017. Patient's neurosurgeon told her at one point to turn stim off all day and turn it back on again on a different setting but it did not help either. Patient's current hcp gave her the number for a different clinic since it was closer to her than her managing hcp. Caller was inquiring if a manufacturer rep could come to the hospital to assist the patient. The issue started about two weeks prior to the date of report; an exact date was not provided. Patient confirmed that the earlier programming was done by the manufacturer's rep. Patient stated that they had their patient programmer with them but not her recharger. It was reviewed that if the patient was going to be in hospital for an extended period of time, she'll want to have her insr so she can keep up on charging sessions. Later, patient's family member also called to inquire about rep's role. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient was last seen and programmed on (B)(6) 2017 by the nurse practitioner and the reporting representative. Normal programming was done and the patient was told to follow-up with a pain doctor in her area. It was unknown if the patient had done the follow-up and it was unknown if the uncontrolled pain was related to the device or therapy. It was noted that the patient had been scheduled to come into the office on (B)(6) 2017 but cancelled the appointment and was going to reschedule. It was unknown if the issue was resolved.